Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight and bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Please confirm the initial implant date. Date of stitch removal? Other relevant patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed for the pain and infection? Results? Has the mesh been removed? If so, please provide results and date.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 for incontinence and mesh was implanted. The first day after the procedure, the patient experienced night sweats and chronic pain while still in the hospital. The patient returned to the hospital eight days later with higher temperature and chronic pain. The patient went back to the implanting surgeon three months later with pain, infection and bleeding. The patient was not sexually active. The patient has been seen by numerous specialists for the chronic pain, infection and temperatures. Additionally, the patient suffered from mental issues and experienced chronic pain in the vaginal area, back, hips, legs and joints. A year later, the patient proved that the vagina and rectum had been stitched together and the troublesome stitch was removed. The patient is currently unable to find a qualified surgeon in to perform mesh removal. Additional information has been requested.